Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Noted deformed coils, flattened, likely grabbed with a tool. The outer coil conductor resistance measured as an electrical open, which indicated a fractured or broken conductor. A fractured outer coil conductor was observed, approximately 182 mm from the terminal end. Fracture characteristics are consistent with cyclic fatigue.